Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting inappropriate shock, low impedance and was fractured. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, inappropriate shock, and lead fracture were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Unable to perform impedance test due to the condition of the lead as received.